Event description:
Reporter indicated that vns patient underwent revision surgery approximately three months post implant because the generator was protruding from the chest. Treating neurologist indicated that trauma or migration were possible causes of the protrusion event. Report is incomplete because no response has been received to manufacturer's request for additional information.